Manufacturer narrative:
It was reported that a revision surgery was performed to remove the implants, as the fracture had failed to heal. The affected classic chs plate, lag screw and four low profile self-tapping screws were returned for evaluation. The support plate 76515060 was not returned. A lab analysis conducted during this investigation indicated that a visual inspection showed corrosion on the surface of the chs plate. No other deviations were identified during this investigation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. It was communicated that the surgeon was confident that there was no failure of the implants. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that patient had a compression hip screw and plate inserted on (B)(6) 2019 to treat a fracture. On (B)(6) 2019, a revision surgery was performed to remove the implants, as the fracture had failed to heal. The surgeon was confident that there was no failure of the implant.